Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the hose was broken on the motor device. It was reported that there was a slight delay to the surgical procedure. It was reported that a spare device was available ¿immediately upon blowing out¿. It was reported that the procedure was completed without further issues. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The exact date of this event was unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose assembly had a hole in the hose approximately 12 inches from the distal end consistent with having ruptured. It was determined that the outer hose carried the return air back from the handpiece to the hose muffler to exhaust. The outer hose could be restricted by occluding it (e.g. Stepping on, leaning on, and clamping on) causing air pressure to build. If the outer hose was restricted, the air pressure could be relieved by the pressure relief valve if the occlusion was proximal of the pressure relief valve. However, if the outer hose was occluded distally of the pressure relief valve, the pressure could not be relieved and the outer hose could rupture from pressure build-up. It was determined that the cause for the occlusion was not determined but would have occurred distally of the pressure relief valve. The reported condition was confirmed. An assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.